Event description:
It was reported that the artificial urinary sphincter (aus) is going to be revised on a future date due to unspecified reasons. Additional information received states the patient's aus revision surgery was not done due to an infection on the urethra.